Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a peripheral interventional procedure. Reportedly, when the physician deployed the clip and removed the device from the patient the clip was found at the end of the sheath. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). It was indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint handling database could not be performed because the lot number was not provided and the device was not returned for evaluation. Based on the information reviewed, there is no indication of a product deficiency.